Event description:
The customer reported that while the unit was in use on a pt, the system failed. The fault log indicated code 60 (microprocessing communication error.) After power cycling, the unit generated an electrical test failure code 35 (no comm. With 68020). The pt was switched to another unit and therapy was continued. No pt injury was reported.